Manufacturer narrative:
Results of investigation: vyaire medical determined root cause as due to unit defective main electronics pcba. Initiated mainboard replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. The log shows that the message on the screen is telling the following: a problem has been detected and windows has been shut down to prevent damage to your machine. According to technical support, the main electronics need to be exchanged. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported blue screen display on a bellavista 1000e us. The customer confirmed that there was no patient involvement associated with the reported event.